Event description:
The ed physician was attempting to place radial artery catheter. Upon accessing artery and attempting to advance catheter, the guide wire and catheter kinked, making the device unusable. The second attempt used the same catheter with same lot number. Attempt was successful; however ed physician stated the catheter did "stick" some upon advancement. Manufacturer response: for radial arterial line catheterization set, radial artery catheterization set (per site reporter). I contacted teleflex medical customer service to report equipment failure.